Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device was unable to operate on mains power or re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a defective component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. A visual inspection reported no defects, the functional evaluation confirmed that the device was unable to operate on mains power or re-charge the battery, with the root cause identified as a defective component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored to determine if additional corrective actions are required, however this investigation is now complete please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the charger didn't work, the device is not charging. It is unknown how was this event solved and if there a patient injured.